Manufacturer narrative:
Combination product? - corrected.

Event description:
It was reported that the patient experienced a surgery to add a artificial urinary sphincter (aus) cuff, per the patient's request for a double cuff due to an increase in incontinence over the past six months due to tissue atrophy.

Event description:
It was reported that the patient experienced a surgery to add a artificial urinary sphincter(aus) cuff, per the patient's request for a double cuff due to an increase in incontinence over the past six months due to tissue atrophy.